Event description:
Litigation papers allege: pain and discomfort which negatively affected his activites of daily living.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, implant date, explant date, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Event description:
Litigation papers allege: pain and discomfort which negatively affected his activities of daily living. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information, correct date of implant and correct date of explant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.